Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 188 to 250mg/dl. The customer did/ did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Customer calling states that he run a blood test with the meter and the meter gave a result of 554mg/dl fasting. Customer does not have any more strips left. Customer states that his glucose have never been this high. Customer states that he went to the doctor for his regular visit and was told that his glucose was high. Customer is states that he is under a lot of stress.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 188 to 250mg/dl. The customer did/ did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 554mg/dl (B)(6) 2017 11:00 pm fasting: yes; 330mg/dl (B)(6) 2017 10:00 pm fasting: yes; 407mg/dl (B)(6) 2017 10:12 pm fasting: yes; 234mg/dl (B)(6) 2017 09:00 pm fasting: yes; 423mg/dl (B)(6) 2017 03:04 pm fasting: yes. Customer calling states that he run a blood test with the meter and the meter gave a result of 554mg/dl fasting. Customer does not have any more strips left. Customer states that his glucose have never been this high. Customer states that he went to the doctor for his regular visit and was told that his glucose was high. Customer is states that he is under a lot of stress.